Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose level was 32 mmol/l. Another blood glucose level was 12.2 mmo/l. Customer stared that they had changed infusion set and reservoir 3 times but need to treat high blood glucose level by using manual injections. Customer stated that insulin pump did not showed any alarm. Customer decline the troubleshooting. Auto mode feature was active at the time of event. The device will not be returned for analysis.